Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 103 mg/dl.